Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt844 nasal cannula along with the breathing circuit was returned to fisher & paykel healthcare (f&p) (B)(4) for investigation and it was visually inspected. Result: visual inspection of the returned device revealed that there was no damage to the connector of the opt844 nasal cannula or the breathing circuit. The tubing of the returned opt844 was found stretched on the left side of the manifold. Conclusion: the damage observed indicates that the cannula was most likely subjected to undue force by the patient. It was also reported that the event occured after using the cannula for 4 days. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The user instructions which accompany the opt846 cannula show in pictorial format the correct placement and fitting of the cannula and also warn: appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not crush or stretch tube.

Event description:
The pmda regulatory authority of (B)(6) reported on behalf of a healthcare facility that the connector of an opt844 nasal cannula was easily disconnected during use. It was also reported that the patient's movement was intense and the tubing connection may have been in tension. No patient consequence was reported.